Event description:
It was reported that the articulating arm on the c-arm of the 6800 system is loose and needs to be adjusted. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted and tightened the articulating arm. The system was tested and found to be working as intended and placed back into service.